Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range pace impedances on both the right ventricular (rv) lead and left ventricular (lv) lead. Loss of capture was also observed, however, there was no asystole greater than 2 seconds. In addition, there was noise on rv channel which was then resulted in appropriate mode switches. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this crt-d was explanted and replaced. In addition, the competitor's rv lead was surgically abandoned. The lv lead remains in service. The cause of the observations was not identified. No additional adverse patient effects were reported.